Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv delivery. The device was tested on the bench and no anomaly was found. The root cause of the backup vvi could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi after delivering inappropriate therapy. Patient is doing well. No further information.

Event description:
New information received indicated that the device was explanted and replaced. Patient was fine post-procedure.